Manufacturer narrative:
Other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017 : product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [1 mg/ml] at a dose of 0.2 mg/day. It was reported the patient initially had great relief of her pain/amazing results, but noticed in the past several weeks that her pain had returned. The patient did not remember any falls or events that might have caused her catheter to be pulled out. A catheter dye study was conducted under fluoroscopy on the day of report. The catheter tip was clearly seen outside the thecal sac at approximately l3, and the dye was seen spreading in the dermal layer. A catheter revision/replacement was planned for (B)(6) 2017. The issue was not resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, (B)(4), implanted: (B)(6)2017 explanted: (B)(6)2017 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they suspected the fractured catheter occurred after the blood patch, but when they went in and revised, they found the entire catheter was intact. The hcp stated the problem was the catheter had migrated out of the spinal cord, and the tip was in the dorsalextra-spinal tissues. A new catheter was implanted on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to the initial regulatory report: the pump contained dilaudid [1 mg/ml] at a dose of 0.2 mg/day: the street address, city, region, and postal code were incorrectly listed in the initial report; however, that same information later became correct when the initial reporter was updated in the second report sent. The initial report should have contained (B)(4) for the street address, city, region, and postal code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The hcp indicated there was a possible catheter fracture during a blood patch.

Manufacturer narrative:
Correction: event date updated (estimated as year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight was (B)(6) pounds on 2017-oct-25, (B)(6) pounds on 2017-nov-02, and (B)(6) pounds on 2017-nov-17.